Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape button dome switch. No button error alarm during our testing. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had button error. Customer's blood glucose unknown mg/dl.